Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a craniotomy surgical procedure, it was observed that the motor device and attachment device were getting hot while in use together for a treatment during use on a patient. It was reported that there was no delay in the procedure as identical spare devices were available for use to complete the procedure successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of heat was confirmed. An assessment was performed on the device which determined the device was running at 126.5 degrees which is above the operational specifications (118 degrees). During repair it was observed that the bearings were worn out causing the device to run hot. The assignable root cause determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.